Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Date: (B)(6) 2014, inratio2: 1.7, 1.8, (B)(6) 2014: 5.1, 1.7, lab: 6.5. On (B)(6) 2014, patient self tester took 2 tests on inratio2 within 10 minutes. On (B)(6) 2014, patient self tester took 2 inratio2 tests, one 2 hours before lab draw and one within 5 minutes after lab draw.

Manufacturer narrative:
The customer did not provide a reference value for comparison testing for the inratio inr results provided on (B)(6) 2014. Unable to determine the accuracy of the inratio result without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing wa performed on inratio strips during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no nonconformities were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.